Manufacturer narrative:
Customer reported, "once we powered it on and used it once, it will register a temperature. When we tried again, it just gave a red screen with err on the front and no code was given. We powered it off and back on to see if it would work, and it did not. I received my order and one of the thermometer s did not work. We tried changing batteries but that did not help as it still would not register. Is there anyway to get a replacement?" There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported, "once we powered it on and used it once, it will register a temperature. When we tried again, it just gave a red screen with err on the front and no code was given. We powered it off and back on to see if it would work, and it did not. I received my order and one of the thermometer s did not work. We tried changing batteries but that did not help as it still would not register. Is there anyway to get a replacement?"